Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had had a new battery put in and they had tried to implanted it deeper this time. No further complications were reported as a result of this event.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that patient had poor communication on patient programmer (pp). During the call, patient was instructed to secure antenna and synched but this did not resolve the issue. Patient was then instructed to unplug the antenna and synched but the issue still did not resolve. The ins battery was dead and there was no communication. It was also reported that patient had horrific pain from interstitial cystitis and the suffering was unbearable. Patient stated they had an appointment with the healthcare provider (hcp) on (B)(6) 2017 however the hcp was not familiar with the device, but that if they had questions, they would call the manufacturer. Furthermore, they had an appointment for out-patient surgery on (B)(6) 2017. No further complications were reported.